Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and urinary tract disorder ("bladder/urinary problems: urinary probs."). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia and urinary tract disorder had resolved. The reporter considered abdominal pain, back pain, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify confirmation test? Unknown (as reported). Essure removed? Unknown (as reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs received new events added: pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding) were added. Outcome of events pain, bleeding, bladder/urinary from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced back pain ("back pain"), urinary tract disorder ("bladder/urinary problems: urinary probs."), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia and urinary tract disorder had resolved and the vaginal haemorrhage, migraine, dyspareunia, fatigue, nausea, vaginal discharge and urinary tract infection outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discremptency: date(s) of insertion- (B)(6) 2010, (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion. The fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan- 2020: pfs received; lot no. Was added. Aka name was added. New events- abnormal bleeding (vaginal), urinary tract infection, migraines / headaches, dyspareunia, fatigue, nausea, vaginal discharge were added. Lab test was added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced back pain ("back pain"), urinary tract disorder ("bladder/urinary problems: urinary probs."), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia and urinary tract disorder had resolved and the vaginal haemorrhage, migraine, dyspareunia, fatigue, nausea, vaginal discharge and urinary tract infection outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discremptency: date(s) of insertion- (B)(6) 2010, (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion. The fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced back pain ("back pain"), urinary tract disorder ("bladder/urinary problems: urinary probs."), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy with salpingectomy(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, urinary tract disorder, vaginal haemorrhage, vaginal discharge and urinary tract infection had resolved and the migraine, dyspareunia, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discremptency: date(s) of insertion- (B)(6) 2010, (B)(6) 2014 received treatment for pain, bleeding, psych injury, bladder/ urinary problem diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion. The fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: psf received. Outcome of event : "abnormal bleeding (vaginal), vaginal discharge and uti" updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('chronic endometritis') in a 43-year-old female patient who had essure (batch no. 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma of uterus, unspecified, fallopian tube cyst, bunionectomy, cesarean section, colonoscopy, uterine fibroid, ruptured intervertebral disc, foot surgery, left lower quadrant pain, ovarian torsion and hemorrhagic ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), back pain ("back pain"), urinary tract disorder ("bladder/urinary problems: urinary probs."), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy with salpingectomy(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, urinary tract disorder, vaginal haemorrhage, vaginal discharge and urinary tract infection had resolved and the endometritis, migraine, dyspareunia, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, endometritis, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discremptency: date(s) of insertion- (B)(6) 2010, (B)(6) 2014 received treatment for pain, bleeding, psych injury, bladder/ urinary problem. Right: 7 coils, left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion. The fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information, patient medical history, event: endometritis, rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.